Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the tendon staple specifications found that a certificate of analysis from each raw material supplier must be included. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a rotator cuff repair procedure, after the implantation of the tendon anchor, it broke. It is unknown if there was a back up device available. There was a delay of less than 30 minutes. No further complications were reported.